Event description:
It was reported that the patient had the inflatable penile prosthesis device was removed on (B)(6) 2018 as the device was no longer filling. A new inflatable penile prosthesis 21cmx12mm preconnect cylinder with pump and a 100 ml conceal reservoir system was implanted.

Event description:
It was reported that the patient had the inflatable penile prosthesis device was removed on (B)(6) 2018 as the device was no longer filling. A new inflatable penile prosthesis 21cmx12mm preconnect cylinder with pump and a 100 ml conceal reservoir system was implanted. Additional information indicated the patient was happy and the outcome was a success.